Event description:
On (B)(4) 2014, isi received uf/importer report (B)(4) number with the following event description: a wire snapped on the da vinci mega needle driver while inside the patient causing a wire to stick out between the needle driver jaws. Surgeon removed the device promptly¿.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.